Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-01100-000. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001: h6: ventec downloaded the device's electronic records (system logs) for analysis where it was confirmed that the device had logged multiple patient circuit disconnect alarms. The device was evaluated by ventec where the reported issue of displaying a patient circuit disconnect alarm could not be duplicated during testing. Rather than proceed with maintenance of this device, the reporter requested that it be disposed of. The cause of the reported issue could not be determined.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was displaying a "patient circuit disconnect" alarm. There were no reports of patient involvement associated with the reported event.